Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was pain at the ins site. Pt complained of new onset pain at ins site that stated sometime after her ins replacement and is sensitive to touch. Pt stated she wanted to have her system removed but physician talked to her about possibly revision the pocket or moving the ins. No decision was made at this time. Rep later noted the pt was getting a washout of her generator pocket due to a suspected infection. Hcp also removed the generator completely during the washout and kept the leads in place trying to cap the ends of them to save the leads for future use. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.